Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr measured the voltage at the power outlet and was 120.1v and then measured the voltage at the terminal block tb1 and it had no voltage. The fsr checked the resistance on line and neutral, and neutral had 0.26 ohms resistance. Line had 3m ohms resistance. The fsr trimmed back the power cable 8 inches from were it was tied into the perfusion system, and re-measured the resistance and voltage. Voltage was 120.1 and the resistance on both line and neutral were around 0.25 ohms. The fsr sent to trimmed section back to the manufacturer for evaluation. The unit operated to manufacturer specifications and was returned to clinical use. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusion system would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.